Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site). Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period nov 2019 through oct 2021 was reviewed. There were no triggers identified for the review period.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) failed safety leak test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Communication/interviews: the issue was resolved with the customer by phone. Confirmed broken lure lock plug was used by the users and the safety leak test passed with another new lure lock plug. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. Customer did not request repair.